Manufacturer narrative:
Concomitant products: unknown lead, implanted: (B)(6) 2017; unknown lead, implanted: (B)(6) 2017.

Event description:
It was reported that the patient experienced congestive heart failure symptoms due to a dislodged right ventricular (rv) lead. The rv lead was repositioned and remains in use. It was also reported that the patient was later diagnosed with sepsis and died. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted the patient was treated with antibiotics, the patient was also diagnosed with (B)(6) bacteremia and endocarditis, and that vegetation was found on the patient's leads.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted that the patients' cardiac resynchronization therapy defibrillator (crt-d) was explanted prior to death.